Event description:
Boston scientific received information that this pacemaker was observed to be pacing vvi at a rate of 50 beats per minute (bpm). It was noted that the device showed a battery status of 1.5 years remaining five months ago and had been programmed ddd. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire about elective replacement time (ert). Ts discussed that vvi 50 could indicate end of life (eol). The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.